Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device could not be interrogated and was found to be at eri. The device was explanted and replaced.

Manufacturer narrative:
The reported inability to interrogate was confirmed in the laboratory and was due to premature battery depletion. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and an internal battery anomaly was determined to be the cause of the premature battery depletion.